Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012. During the call, the patient mentioned having elevated blood glucose (bg) levels over 500 mg/dl. The patient reported a bg of 586 mg/dl at 6pm and a bg of 544 mg/dl at 8pm. The patient reported having symptoms of thirst and frequent urination with the high bg readings. The patient reported bolusing for the high bg's with the pump. During a follow up call to the patient the following day, the patient stated her bg's had dropped to the 300 mg/dl range. It is not known if the symptoms had abated. At the time of the call, the patient informed customer support that her high bg's were as a result of reusing supplies and changes to her diet. The patient reported that she had run out of supplies and was waiting on shipment and insurance approval. The patient claimed that she did not check her blood glucose levels from (B)(6) 2012 thru (B)(6) 2012. The patient also reported that due to not having food at her home she was consuming sugary foods. During a follow-up call to the patient on (B)(6) 2012, she informed customer support that she now had food in the house and her bg was better. The patient stated her bg that morning was 299 mg/dl. This complaint is being reported because the patient developed symptoms suggestive of hyperglycemia while on insulin pump therapy. The patient's alleged hyperglycemia can be attributed to use error since the patient openly admitted that she was reusing her insulin pump supplies, which is advised against in the owner's booklet. In addition, the patient's hyperglycemia can also be attributed to disease management since the patient reported that she was consuming foods with sugar and not testing her blood glucose.